Manufacturer narrative:
(B)(4). Additional information: the device was manufactured april 29, 2015 ¿ april 30, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the device¿s bladder was ruptured. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor burst. This occurred after the patient knocked over the device, which was ¿nearly complete¿ and connected to a peripherally inserted catheter line. This occurred during infusion of ceftazidime (baxter compounded solution). There was no patient injury or medical intervention associated with this event. No additional information is available.